Event description:
A customer reported a low blood glucose (bg) level of 33 mg/dl that led to a visit to the emergency room. The customer was given apple juice to address their bg. The customer was released the same day with issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.